Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was not implanted. The initial fixation rotations were high (25 turns). The physician was unable to retract the helix in order to reposition this lead. According to the product experience report form, this lead will not be returned to boston scientific. There were no patient adverse effects. This lead was received at boston scientific's return products department.